Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by a stomachache. The cause of peritonitis was unknown. On the same day as the event onset, the patient presented to the emergency room and was hospitalized for the peritonitis. The patient was treated with an unspecified medication (dose, route, frequency and duration were not reported) for the event. At the time of this report, the patient was recovering from the event. On an unreported date, the patient was discharged after treatment of peritonitis. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.